Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an unknown error message. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (ca). The patient was not sure when the alleged issue began and she was not able to specify what the exact error message was. The patient reported managing her diabetes with insulin (self adjuster) and denied making any changes to her normal diabetes management as a result of the alleged issue. The patient claimed that she developed symptoms of 'warm, sweaty, feeling funny and uncomfortable' at an unspecified time after the alleged issue began. It is not known if the patient received medical intervention as a result of the alleged issue. During troubleshooting the patient did not want to walk through a re-test with the cca. The alleged issue was not resolved with troubleshooting. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged (unknown) error message prompting on the subject meter.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.